Event description:
Dealer alleges charger caught on fire and no longer produces a charge.

Event description:
Dealer alleges charger caught on fire and no longer produces a charge.

Event description:
Dealer alleges charger caught on fire and no longer produces a charge.

Manufacturer narrative:
The charger was returned and evaluated. There was no evidence of fire and the charger was functional.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Manufacturer narrative:
The charger was returned and evaluated. There was no evidence of fire and the charger was functional.